Event description:
The event occurred on an unspecified date and involved a 12" (30 cm) ext set w/microclave, 0.2 micron low protein binding filter, 2 clamps, spiros w/red cap where it was reported there has been issues with leakage. The issue has particularly occurred with the drug (epoch). There was no unprotected chemo exposure to the patient or healthcare provider. The healthcare provider wore personal protective equipment (ppe) or gloves during the event. There was patient involvement, however no report of patient harm. This is the first of two occurrences.

Manufacturer narrative:
One used. List #12" (30 cm) ext set w/microclave, 0.2 micron low protein binding filter, 2 clamps, spiros w/red cap; lot #unknown. The used ch3531 extension set was confirmed to leak from the filter vent. The probable cause of the observed leakage is typical of temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.